Event description:
It was reported that the patient was revised about 4 years ago due to due to osteolysis, synovitis, and pain. The implant date is unknown.

Manufacturer narrative:
Information was received from a distributor who is not required to complete from 3500a. Evaluation summary: concentric scratches as seen on the tibial plate surface is most likely the result of minor micromotion between the articular surface and the tibial tray. It is not possible to completely eliminate this rotational micromotion. Due to product not being returned for evaluation, a definitive cause can not be determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.